Event description:
During routine ventilator circuit change. The ventilator would not pass checkout-safety valve test. Multiple circuits were tried and system was exchanged with another ventilator. The ventilator is draeger- savina 300 sn (B)(6). The ventilator has been removed from service and is waiting for evaluation by draeger. We have had multiple savina ventilators with safety valve failures. The ventilator is less than 1 year old. We have had other ventilators with the safety valve not passing issue. Recurring problem with these ventilators.